Event description:
The consumer claims heating pad caught fire and burned a hole in his recliner chair. There was no injury to claimant. The back side of the pad was where the fire occurred. He claims he was leaning on the pad for less than 5 minutes.